Manufacturer narrative:
Investigation found the exposed portion of the soft cannula was torn. During fluid path testing, fluid was observed to be leaking from the observed tear. Although the soft cannula was damaged, the timing and cause of the damage could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 1 and 4 hours.